Event description:
It was reported that a device alarmed for a system error 322. There was no patient incident reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The system error 322 was unable to be reproduced during testing. However, review of the device history log confirmed the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.